Event description:
Additional information received reports that the patient was experiencing return of oab (overactive bladder) symptoms.

Event description:
It was reported that the implantable neurostimulator (ins) quit working ¿about three years ago.¿ the patient was not sure why the ins stopped working and her symptoms were getting worse. She went to a doctor ¿about five to six months ago¿ because she having incontinence, but the doctor did not do anything. She was redirected to another doctor and was told the battery may have been dead. However, the patient was not sure about this. The doctor took out the ins and put another one in. It was unclear if the ins was depleted or not and no patient outcome was reported, so additional information was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # v381109, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type lead; product ID 3093-33, lot # v381109, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
Product ID: 3093-33, lot# v381109, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reports the event cause was determined and it was device related. They tried reprogramming. The representative came to healthcare provider office to troubleshoot. On (B)(6) 2014, a kub x-ray revealed lead in place and the manufacturer representative also did troubleshooting on (B)(6) 2014. The patient did experience a loss of therapeutic effect and a loss of stimulation. There was a short¿ in the lead and the manufacturer representative tried different settings. During the trouble shooting session, while various settings were attempted, the patient experienced pain. She was now doing well, with the new device, inserted on (B)(6) 2014. The patient recovered without permanent impairment.